Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. The activated clotting levels were 273s and heparin given. A pre-implant balloon valvuloplasty done with a 18mm non-abbott balloon. The valve re-sheathed 2 times due to implant depth was high and non-uniform expansion. The final implant depth at non-coronary cusp (ncc) was 4.43mm and at left coronary cusp (lcc) was 4.45mm. On (B)(6) 2025, a computerized tomography (CT) scan showed circumferential thrombosis within the prosethic valve in the left ventricular outflow tract with a thickness of approximately 2.9mm. On (B)(6) 2024, a transthoracic echocardiogram (tte) showed the gradients were increased. On (B)(6) 2025, showed decreased gradients.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event involving difficulty in folding, unfolding, or collapsing the device, along with a patient¿device interaction issue (thrombus), was reported. A returned device inspection could not be performed because the device remains implanted and was not available for analysis. The device history record was reviewed and confirmed that all manufacturing and inspection steps were completed, and the product met all applicable specifications. The cause of the reported patient¿device interaction related to thrombus and leaflet thickening could not be determined. Valve under-expansion due to procedural factors is a possible contributor; however, this cannot be confirmed. The reported hospitalization and unexpected medical intervention were related to case-specific circumstances, as the patient returned to the hospital and was treated with medication. There is no indication of a product quality issue related to manufacturing, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. The activated clotting levels were 273s and heparin given. A pre-implant balloon valvuloplasty done with a 18mm non-abbott balloon. The valve re-sheathed 2 times due to implant depth was high and non-uniform expansion. The final implant depth at non-coronary cusp (ncc) was 4.43mm and at left coronary cusp (lcc) was 4.45mm. On (B)(6) 2025, a computerized tomography (CT) scan showed circumferential thrombosis within the prosethic valve in the left ventricular outflow tract with a thickness of approximately 2.9mm. On (B)(6) 2024, a transthoracic echocardiogram (tte) showed the gradients were increased. On (B)(6) 2025, showed decreased gradients. The patient was reported stable.